Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the cover came apart and the screw was broken and fallen out. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or injury.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the spring arm¿s cover came apart and the screw was broken and fallen out. The malfunction regarding cover coming apart was also confirmed on photographic evidence provided to the record by technician. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or injury. According to the information provided by getinge technician, the device was repaired by replacing spring arm (ard567801093) and double fork with wiring (ard569201568). The device passed functional tests. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to spring arm cover coming apart and broken screw which fell out. These issues could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events registered for the issues of cover coming apart and missing central screw on powerled ii surgical lights, it was confirmed that in the last 5 years, there are no events which led to the serious injury or worse. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the cover coming apart and missing central screw from powerled ii surgical lights is very low. A root cause analysis was performed by subject matter expert at manufacturing site. Unfortunately, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes . In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).